Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on lcd board. The pump was unable to confirm missing segments/partial display and unable to perform any tests due to blank display. The pump was received with cracked reservoir tube lip and minor scratches on display window.

Event description:
The customer reported via phone call of partial display and moisture damage from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that he placed his pump on the table, walked away, and his young child placed a bottle of water down and dripped on his pump. The customer stated that the pump works but he was not able to read the screen. The customer stated that there is fluid under the screen. The customer mentioned that there was a black rectangle on the screen. The customer was advised to insert new aaa alkaline battery. The customer stated that the display did not return. The customer will be sent a replacement pump. The customer will return the pump for analysis.